Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of aortic valve regurgitation was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient underwent balloon valvuloplasty. Also, there is sufficient calcium to allow the valve sealing. The previous medical history of the patient was unknown. Information from the field indicated that the valve was sized correctly based on the patient's annular dimensions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Event description:
Crd_1003 - vantage ide study. Eu0188 - 138 (r763700701) it was reported that on 08 july 2023, a 29mm navitor valve was successfully implanted in a patient. Sizing of the annular dimensions of the native valve was mean annulus diameter = 27mm, mean aortic annulus area = 562mm2, mean annulus perimeter = 84.7mm. During the procedure, there was sufficient calcium to allow sealing and most of the calcium was in the leaflets, some calcium was localized in the annulus. The final implant depth was 3mm. At visit year 1 on (B)(6)2023 transesophageal echocardiogram (tee) described a trivial valve insufficiency which also existed at visit day 30 on (B)(6) 2022. Situation at both tte´s the same. No treatment was provided.

Event description:
Crd_1003 - vantage ide study eu0188-138 r763700701 it was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. Sizing of the annular dimensions of the native valve was mean annulus diameter = 27mm, mean aortic annulus area = 562mm2, mean annulus perimeter = 84.7mm. During the procedure, there was sufficient calcium to allow sealing and most of the calcium was in the leaflets, some calcium was localized in the annulus. The final implant depth was 3mm. At visit year 1 on (B)(6) 2023 transesophageal echocardiogram (tee) described a trivial valve insufficiency which also existed at visit day 30 on (B)(6) 2022. Situation at both tte´s the same. No treatment was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.